Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), back pain ("lower back pain"), flank pain ("flank pain"), arthralgia ("hip pain"), feeling abnormal ("felt lousy") and medical device site inflammation ("inflammation from the coils"). The patient was treated with surgery (medical device removal). Essure was removed. At the time of the report, the abdominal pain, abdominal distension, back pain, flank pain, arthralgia and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, feeling abnormal, flank pain and medical device site inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), back pain ("lower back pain"), flank pain ("flank pain"), arthralgia ("hip pain"), feeling abnormal ("felt lousy") and medical device site inflammation ("inflammation from the coils"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the abdominal pain, abdominal distension, back pain, flank pain, arthralgia and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, back pain, feeling abnormal, flank pain and medical device site inflammation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.